Event description:
Tampon stuck inside for over three days [foreign body in reproductive tract]. Sick [illness]. Tampon broke off [device breakage]. Case narrative: consumer reported via email that the tampon broke and was stuck inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.